Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient reported ear and neck pain, tinnitus, and vertigo in 2007. The implant surgeon recommended discontinuing use of the cochlear implant system for 2 weeks. After the 2 week period of non-use ended, the patient reported that she could not hear but became dizzy when the device was stimulated. A CT scan reportedly showed that the electrode was appropriately placed in the cochlea. The results of an integrity test done approx two and a half months later were consistent with normal receiver/stimulator function with unusual response on several electrodes in common ground mode. Reprogramming was recommended. The patient reportedly was not able to hear without dizziness when the device was stimulated. Explantation/reimplantation surgery was scheduled for approx two months later.